Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. Additional finding of the set screw having foreign material.

Event description:
It was reported that the device measured high ventricular impedances with exit block symptoms. During the revision it was seen that the setscrew was not fixated and it was not possible to fixate any longer. The device was removed and replaced. No patient complications have been reported as a result of this event.